Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had noise on the image. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle was chipped and the light was insufficient. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the noisy image and insufficient light was caused by a component failure of the universal cable. The cause of the universal cable failure was traced to component failure. . The light guide bundle chipping was caused by a component failure of the light guide bundle.. The cause of failure of component failure of the light guide bundle was traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.